Event description:
It was reported that the patient with an inflatable penile prosthesis will be revised due to the left cylinder not inflating. Further information was requested and not received.

Event description:
It was reported that the patient with an inflatable penile prosthesis will be revised due to the left cylinder not inflating. Further information was requested and not received. The complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen as the reported device problem cannot be confirmed. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.